Manufacturer narrative:
The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012, the meter was tested and no faults were found. On (B)(4) 2012, the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately erratic. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 11:00am. The patient reportedly observed blood glucose results of "316, and 76 mg/dl" with the subject meter, performed within 20 minutes. The patient informed the mss that she manages her diabetes with novolog insulin through pump therapy and reported that she administered 5.5 units of novolog insulin approximately 5 minutes after receiving the result of 316mg/dl. The patient claimed she developed symptoms of "sweating and shaking" approximately 15 minutes after administering the insulin. She advised the mss that she immediately tested her blood glucose again with the subject meter and got the "76 mg/dl" reading and self treated with food with apple juice and began to feel better one hour later. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.